Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 456 mg/dl. Insulin customer stated that buttons on insulin pump was not responding. Customer stated that the insulin pump had battery out limit alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. Insulin pump passed displacement test, operating currents, selftest and off no power test. No unexpected low battery alarm and no low reservoir anomaly during testing.